Event description:
It was reported via repair work order that the fowler was stuck in a elevated position and would not lower manually/electronically due to damaged fowler weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.